Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient expired (B)(6) 2020 due to multi-system organ failure (mof). Rv function was already poor prior to the lvad implant. No further therapy options afterwards, medical treatment for rv (right ventricle) was escalated. Rvad (right ventricular assist device) was not an option. Mof developed and was related to the outcome. No device issues were mentioned. No autopsy was performed. The device will not be returned for evaluation.

Manufacturer narrative:
Section a: patient's information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. This information should have been redacted from the initial report. Manufacturer's investigation conclusion: the report of low flow alarms could not be confirmed as no log files were submitted for analysis and a specific cause for the reported alarms could not be conclusively determined through this investigation. Additionally, a specific cause for the reported multi organ failure and patient outcome, as well as a direct correlation with the device, could not be determined through this evaluation. The account reported that a low flow software upgrade was requested for the patient¿s primary and backup controllers. Software 1.5.2 was successfully installed with no issues noted on either controller. No low flow alarms were reported post upgrade. The patient ultimately expired due to multi organ failure on (B)(6) 2020. It was reported that no autopsy was performed and the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 18mar2020. The heartmate 3 lvas IFU lists multiple types of organ failure and dysfunction (hepatic dysfunction, renal dysfunction, respiratory failure, right heart failure, and heart failure), and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions, such as hypertension, can result in low flow. The alarms and troubleshooting section explains all system alarms, including low flow alarms, and the recommended actions associated with them. The patient care and management section of the hm3 IFU provides information regarding blood pressure management. Hypertension is listed in the hm3 IFU as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b2 (date of death) and g3: correction. No further information was provided. The manufacturer is closing the file on this event.